Event description:
It was reported that the pump did not clamp the syringe. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual inspection and functional test(s) were performed. The top case left rear corner was broken off. Event history log (ehl) showed: check syringe plunger sensor. Syringe test was performed and the reported problem was duplicated and the pump also gave a system failure: primary audible alarm. The two flippers did not open to grab syringe plunger when plunger lever was pressed all the way down; due to the dowl pin loose from plunger head mount. The root cause of the issue is known and is design related. Action(s) taken to mitigate the reported issue(s): replaced dowl pin and plunger head mount; performed syringe test which passed.